Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were not responsive. Two lines appeared in the middle of the screen and will not allow her to go any further. Customer's blood glucose level was 110 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with missing segment/partial display, problem isolated to lcd board. Unable to perform self-test, and displacement test or verify button keypad anomaly due to missing segment/partial display. No moisture/ damage/unlocked lcd keypad connector noted during visual inspection. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.